Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) or bladder tumor (turbt) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient's body cavity. However, no fragment remained inside the patient since it was reportedly retrieved by cystoscopy. However, the intended procedure was successfully completed with the same set of equipment and without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During the device inspection, the customer¿s reported issue was confirmed. The inspection results found the seals to be worn and the ceramic tip broken. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer. It could not be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. In addition, the worn seals were most likely caused by wear and tear and mishandling by the user. The damage to the seals most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. A damaged seal is very likely to cause the inner sheath to leak. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning: infection control risk¿ properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures).¿ ¿warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to a1, b5, e1, and g2 to provide information that was inadvertently not included on the initial medwatch. Information has been added to d8 and d9. Also, an update had been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient will receive an ultrasound to determine if the ceramic tip has been retained.